Manufacturer narrative:
Continuation of medical devices: product ID 3587a, lot# n086972, implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 09-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome. It was reported that the patient had a fall which resulted in several issues of ins. The rep reported that after the fall, the stimulation would come on by itself and it would come on if the patient was walking too much. The patient stated that they would get ¿a little shot¿ of stimulation in their lower back and legs. If the patient tried to turn off the battery, they would get a burning sensation in their thoracic spine. When sitting, the patient would feel the stimulation turn on low by itself without turning on with the remote. The patient stated that it would not turn off on its own, they had to turn it off manually. The patient stated that the impact occurred right where the surgery was to remove a tumor near the patient¿s spine (tumor was stated to be unrelated to the device or therapy). The patient thought their lead may have broken due to the fall. An impedance test conducted at 1.5 volts provided the following information: ¿active electrodes are 1+,2- and 3+; unipolar: 0: 430, 1: 833, 2: 405, 3: 405; bipolar: 0 and 1 1679; 0 and 2 833; 0 and 3 833; 1 and 2 955; 1 and 3 1628; 2 and 3 600.¿ technical services (ts) suggested to attempt programming around the higher impedance electrodes. The rep stated there were only four electrodes with which to work. The rep stated that a doctor was planning to order an x-ray. No further complications were reported. Follow up was conducted. On (B)(6) 2018 (rep): additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep had no further information to provide. The patient¿s weight was undetermined. This information was confirmed with the physician. No further complications were reported/are anticipated. On (B)(6) 2018 : info omitted, see the general text. No new information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.